Event description:
Review of information indicates the lead was replaced due to high impedance. No patient complications were reported as a result of this event. Additional information received indicates poor pacing threshold with intermittent capture, intermittent high pacing impedance and oversensing was noted through carelink. Ap chest x-ray showed lead displaced and perforated the apex patent had surgery for lead removal. No evidence of effusion noted at that time. Patient was not dependent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: review of information indicates the lead was replaced due to high impedance. No patient complications were reported as a result of this event. Additional information received indicates poor pacing threshold with intermittent capture, intermittent high pacing impedance and oversensing was noted through carelink. Ap chest x-ray showed lead displaced and perforated the apex patent had surgery for lead removal. No evidence of effusion noted at that time. Patient was not dependent. No further patient complications have been reported as a result of this event. No conclusion can be drawn. Dislodged; impedance, high, oversensing, high threshold.